Event description:
I use the tándem t:slim x2 diabetic pump. The cannula insertion device has come off my skin and not delivered insulin without warning. As a result it has caused ketones. Ketones can lead to hospital stays and ketoacidosis. My sugars have the run as high as 600 when this has happened. The device should warn you that it is no longer attached to your skin. Currently there is no way to know as the tape around the cannula is still on. As a result, you keep telling the pump to give you more and more insulin as you think maybe you are too many carbohydrates and you need more insulin. I am attaching a picture below where you can see the pump is saying my sugars have been high and I have over 19 units of insulin in me. This is not right because often the only solution is it disconnect the device and put a new transmitter into the pump and cannula into your skin. The cannula should be longer so it does not come off your skin. You feel horrible when blood sugars are high for a period of time and it does not take long for you to go into ketoacidosis and a coma and have to go into the emergency room. This needs to fixed as soon as possible. Thank you. FDA safety report ID# (B)(4).